Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "cassette leaked." (Fluid leak). The customer reported: we had a cassette that leaked. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)